Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. Moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She also mentioned that there was a crack on the screen from the insulin pump being dropped about a year prior. The blood glucose reading was 148 mg/dl. Customer did not recall any significant events leading to the alarm. Nothing further was reported.